Event description:
It was reported that during an a-fib procedure, the catheter in use displayed noise during ablation. The procedure was completed without incidents. The event description provided by the customer was not indicative of a reportable complaint. Upon receipt of the complaint catheter, the visual findings of product noted char on tip dome measuring approximately 2.3 mm in length. Biosense webster became aware of this reportable malfunction upon initial evaluation on (B)(6) 2012. No patient injury was reported.

Manufacturer narrative:
(B)(4). The returned complaint catheter was tested, and it passed electrical, temperature and generator tests. Also an irrigation test was performed and it was found that all 6 holes were flushing correctly. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer's complaint about the noise cannot be confirmed. In addition, it was demonstrated that the catheter is working properly and the char found on the tip could not have been the cause to the catheter's malfunction. This also suggests that the char was most likely caused by procedural aspects.